Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to poor values after placing in the septum. Repositioning of this rv lead was attempted, however, the helix could not be retracted and it was retrieved with body turn maneuver. Upon inspecting the tip, similar myocardial-like tissues were noted to have entangled around the helix. The helix could not be retracted despite removing the tissues. This rv lead was replaced with same model, not implanted and will be returned for analysis. No adverse patient effects were reported.